Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 200-250 units of insulin during the load sequences. Reportedly, the customer overfilled the cartridge and was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 200-250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.